Manufacturer narrative:
The bench technician evaluated the device and found the device is not seeing test load or ECG cable during operational check. The device needs a therapy pca. Upon conclusion of the evaluation, it was determined that the font therapy pca requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device is failing the operational check. There was no patient involvement.